Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of erroneous high results for 2 patient samples tested for elecsys ft3 iii (ft3 iii) on a cobas 8000 e 602 module compared to the abbott architect method. Based on the data provided, erroneous tsh results were also identified for patient 1 and erroneous ft4 results were also identified for patient 2. The erroneous results were not reported outside of the laboratory. This medwatch will cover ft3 ii. Refer to medwatch with (B)(6) for information on the tsh erroneous results and medwatch with (B)(6) for information on the ft4 erroneous results. The customer treated patient sample 1 with hbt scantibodies to check for possible interfering factors. No interferences were identified. Refer to attached data for patient results and the results from hbt scantibodies testing. There was no allegation that an adverse event occurred. The e602 module serial number was not provided.

Manufacturer narrative:
The customer submitted samples for patients 1, 2 and 3. The samples for patient 1 and 2 were investigated due to the high ft3 iii results. An interferent against a component of the reagent was confirmed for patient samples 1 and 2. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The incidence rate of the identified interfering factor is monitored on a quarterly basis. Investigations are ongoing.

Manufacturer narrative:
Patient 2 was tested on the abbott architect system on (B)(6) 2017 and not (B)(6) 2017 as stated in the initial report.